Event description:
It was reported that the battery pack heated up after the procedure was complete. There was no pt involvement and no allegation of adverse consequences associated with event.

Manufacturer narrative:
The device has not yet been received by the MFR for investigation. The lot number was not provided, so the device history record cannot be reviewed. If add'l info is received, a f/u report will be filed.